Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the personality module auxiliary video (pmav). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In logs, error code 307 was found to indicate the failure occurred the field. Visual inspection, both vols dvi ports were found damaged due to wear and tear. The pmav was installed onto the golden system, upon power on, the pmav was not present on the laptop app. As a result of these findings, failure analysis concluded that vbr board was the root cause of the reported issue.

Event description:
It was reported that after a da vinci-assisted procedure the customer received an error 307. Prior to calling they restarted the system with no change. Logs show error 307 is pointing to the personality module auxiliary video (pmav) in the tower. Tse walked the caller through 2 hard power cycles and removed a dvi cable plugged into tilepro input 1 with no change. Procedure was completed with no patient harm.